Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient needed an MRI for their knee so an impedance test was taken, showing contacts 0-2 are 50 ohms. There was no related therapy issue and the issue occurred as of date notified. Additional information received from the rep on nov-28 reported that no troubleshooting occurred with no actions to correct the short taken. The cause of the short remains undetermined and the issue unresolved. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.